Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged that there's a crack on the back of the insulin pump, there were unexplained no deliveries, and the unit struggles to rewind. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms were noted during testing. No prime/rewind anomalies or slow rewinds were noted during testing either. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any unusual insulin flow block/no delivery/occlusion alarms or pump errors that may have occurred in the past. The adapt tool confirms that a cluster of 007=no delivery alarms occurred between (B)(6) 2021 and (B)(6) 2021: (B)(6) 2020 07:50:20.000, (B)(6) 2020 07:51:04.000, (B)(6) 2020 16:35:30.000; (B)(6) 2020 05:36:06.000, (B)(6) 2020 12:35:48.000, (B)(6) 2020 20:19:16.000, (B)(6) 2020 01:30:16.000, (B)(6) 2020 01:30:56.000, (B)(6) 2020 01:31:40.000 to name a few on each date. All alarms occurred after a bolus attempt/delivery. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, although the unit alarmed "no delivery" in the past, it is not confirmed by testing. No slow rewinds were noted. There are cracks on the back of the device which is what the customer alleged. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a rewind anomaly. Customer stated had unexplained no delivery alarm. Customer stated rewind was freeze. Customer stated battery life crack on the back of the insulin pump. Customer stated lost settings of insulin pump gives more insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
On (B)(6) 2021 customer alleged that there's a crack on the back of the insulin pump, there were unexplained no deliveries, and the device struggles to rewind. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms were noted during testing. No prime/rewind anomalies or slow rewinds were noted during testing either. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any unusual insulin flow block/no delivery/occlusion alarms or insulin pump errors that may have occurred in the past. The adapt tool confirm that a cluster of 007=no delivery alarms occurred between (B)(6) 2021 and (B)(6) 2021: (B)(6) 2020 07:50:20.000, (B)(6) 2020 07:51:04.000, (B)(6) 2020 16:35:30.000; (B)(6) 2020 05:36:06.000, (B)(6) 2020 12:35:48.000, (B)(6) m2020 20:19:16.000, (B)(6) 2020 01:30:16.000, (B)(6) 2020 01:30:56.000, (B)(6) 2020 01:31:40.000 to name a few on each date. All alarms occurred after a bolus attempt/delivery. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. Din summary, although the unit alarmed "no delivery" in the past, it is not confirmed by testing. No slow rewinds were noted. There are cracks on the back of the device which is what the customer alleged. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.